Event description:
It was reported that the device was explanted after an implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue. Per the operative report of (B) (6) 2010, "the valve was inspected by tee and found to have a large leak. Therefore, the patient was placed back on cardiopulmonary bypass, reclamped, and cardioplegia administered again. Aortic root was opened. The 25-mm valve was removed. The aortic annulus was inspected. Because the valve was leaking from a central jet, it was elected to replace the valve with a smaller valve."

Manufacturer narrative:
Sizing issue. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.